Event description:
An event was reported under the (B)(4) study and classified as inappropriate detection and inappropriate treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2006; 419478, implantable pacing lead, (B)(6) 2006; 694765, implantable tachy lead, (B)(6) 2008. (B)(4).